Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a burning smell coming from the homechoice device during set-up for peritoneal dialysis. The technical service representative arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.